Event description:
It was reported that this pacemaker exhibited oversensing on the atrial channel. Low amplitude was observed on the right atrial (ra) lead. Technical services (ts) recommended reprogramming options. No adverse patient effects were reported. This device remains in service.